Event description:
It was reported that a patient underwent a diagnostic laparoscopic procedure due to pelvic pain on (B)(6) 2014 and topical skin adhesive was used to close an umbilical trocar port. Chloraprep was used on the skin. Prior to closure, the skin was wiped with water, dried with a towel and then the topical skin adhesive was applied. The patient was discharged and later reported two incisions on the abdomen opened that were less than one inch each by the next morning. The patient was seen and additional topical skin adhesive was applied to the wound along with steri-strips.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.